Manufacturer narrative:
Testing of actual/suspected device (10/213): a (B)(4) field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the touch screen and also did a replacement of the tidal discs. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) was powered up, the screen was displayed, but the touch panel was not responding. The patient was swapped to another unit, and there was no patient harm, serious injury or adverse event was reported.